Event description:
It was reported that the user left the ilet charging overnight, observed a fingerstick glucose of 400 mg/dl while the ilet displayed 360 mg/dl, and sought guidance on whether to reconnect or administer a manual injection. The user then elected to reconnect, and the agent provided education on resuming therapy and confirmed the ilet would deliver corrective insulin upon reconnection. Symptoms included hyperglycemia. Outcomes included no hospitalization and self-management with device-guided corrective dosing. Investigation included user interview and troubleshooting with education on proper reconnection and therapy resumption. Investigation of this case revealed no device alarm or pause state, insulin remained in the system, and the event was consistent with user handling and therapy interruption rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with therapy interruption and subsequent hyperglycemia.